Event description:
Our infusion pharmacy has had many recurring issues with ICU medical sapphire infusion pumps and tubing sets. The tubing sets are leaking at the filters (both the 1.2 micron filter and the 0.22 micron filter sets are having this issue). The issue has been reported to ICU medical multiple times with no action being taken other than "investigation".